Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 152, 122 and 152 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer; customer had eaten and drank coffee less than 30 minutes prior. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/26/2018 and open vial date is (B)(6) 2017. Customer stated she takes her blood test fasting and she has not had changes in her diet and exercise. The meter memory was reviewed for previous test result history (memory concerns:the customer is concerned with the 5 results provided in the meter's memory: (B)(6). Memory concerns:the customer is concerned with the 5 results provided in the meter's memory.